Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of non-sustained oversensing on the right ventricular channel were observed due to a loss of capture on the left ventricular lead. The physician elected to take no further action and to investigate further at the patients follow-up. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-16758.